Event description:
Arjo was notified of an incident involving a concerto/basic shower trolley. It was reported that during the showering of a patient by three caregivers, the shower trolley side support opened, resulting in the patient falling to the floor. As a consequence of the fall, the patient sustained multiple injuries, including several fractures and digestive hemorrhages, which required transfusion and ongoing medical monitoring. The patient was transferred to the emergency room (ER). One caregiver also reported back pain; no additional clinical details were provided. The device was removed from service following the incident. Inspection of the device revealed that the concerto has a cracked stretcher at the location where one of the black catches is positioned. As a result, the side support is not fully locked at this location.

Manufacturer narrative:
Section e ¿ initial reporter: a correction was made to the reporter's first and last name and phone number. Email address was added. Section f10, annex e ¿ event problem codes: one patient code was corrected.